Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon revised patient's right accolade hip due to stem loosening. Surgeon revised the adm cup due to suspected metal allergy.